Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07162. Follow up information identified effective therapy for target area was achieved postoperatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07162. It was reported the patient experienced a difference in stimulation in certain positions. X-rays revealed the leads migrated. As a result, the patient underwent scs system exchange.